Event description:
Ous MDR - an orsiro was selected for use. During preparation, it was noticed that the stent was deformed. Subsequently, the device was not used.

Manufacturer narrative:
The device was not returned to biotronik. Therefore no technical investigation on the subject could be performed. The manufacturing history was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. Review of the production documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. Based on the conducted investigations no material or manufacturing related root cause was determined. The final root cause for the reported event is most likely related to external factors during preparation for the intervention.